Event description:
Pt has had erratic blood glucose (from "hi" to 1.6 mmoi/l within a few hours) for the past three days. Pt self-treated high/low blood glucose with insulin/food. Reporter is unsure if device's insulin delivery is accurate.